Manufacturer narrative:
Product analysis #(B)(4): product analysis: analysis of the programmer confirmed the customer comment of a display issue in the upper right quadrant. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display did not respond to the stylus in the upper right even after multiple calibration attempts. The programmer was returned for service. There was no patient involvement.